Event description:
When using suction bovie the provider stated he "felt a shock" on his arm a couple times during the procedure. The grounding pad was adhered to patient's right outer thigh. No harm to patient or surgeon as a result of this event.